Event description:
It was reported to philips that system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer went onsite and identified that the system application software was not responding. The philips service engineer went onsite and identified that the system was not booting up due to software fault. The fse reloaded the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.